Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly shapematch cutting guides were used during the procedure and allegedly patient received injuries arising out of a defective product. No other information was provided at this time.

Manufacturer narrative:
An event regarding injuries involving an unknown right knee was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.